Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
¿On an unknown date, patient in italy underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg)tube. Duodopa therapy was begun in 2012. On (B)(6) 2017 the patient developed an infection at the stoma site that required treatment with augmentin.